Manufacturer narrative:
The bill of material for the components of the product was reviewed and no material changes to the components were identified for the lot number reported. Furthermore, the product does not contain natural rubber latex.

Event description:
Abdominal binder caused maculopapular rash on pt's skin. Binder removed. Pt required benadryl and hydrocortisone. This facility has had more than six similar events with this product in the last five months. Product states latex free. The facility reports this type of reaction has been in pts with c-section as well as vaginal deliveries; thus, staff do not believe that there is a reaction to the skin prep used for c-section deliveries because the prep is not used in a vaginal delivery. Also, staff have stated in previous incidents that the rash occurs on areas which does not have the skin prep but does have contact with the binder.